Event description:
At 2100 hours a morphine drip: 100mg/100cc d5w/1cc/hour was begun via the infusion pump. At 2200 the pt was hypotensive and unresponsive. It was noted that although the rate was set at 1cc/hr, 50cc (50mg) had infused. Narcan was administered with transient effectiveness and was ultimately unsuccessful. Death occurred at 0020 hours the next day.